Event description:
It was reported that the patient with this artificial urinary sphincter experienced reoccurring urinary incontinence. The device was removed and replaced. No further patient complications were reported.

Manufacturer narrative:
Upon receipt of this artificial urinary sphincter at our quality assurance laboratory, the returned components underwent a thorough analysis. The pump and balloon were visually examined and leak tested. There were no damages or anomalies found with either component. The pump and balloon passed the leak test. The pump underwent functional testing and met specifications. The reported patient symptom is a known risk associated with implant of these devices as indicated in the instructions for use.

Event description:
It was reported that the patient with this artificial urinary sphincter experienced reoccurring urinary incontinence. The device was removed and replaced. No further patient complications were reported.